Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dust inside the product. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the front led of light source blinking is cause not established. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported that the light source device was not working and the led light on the front panel was blinking. This happened during a diagnostic upper gastrointestinal procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.